Event description:
The customer reported that they experienced blood loss during a mononuclear cell (mnc) collection procedure. During the procedure, the nurse heard a loud sound, smelt 'burning' from the spectra optia system and the device turned off. It is unknown at this time if medical intervention was required for this event. Patient information is not available at this time. Patient outcome is not available at this time.

Manufacturer narrative:
Investigation: an optia/trima power supply was returned for further investigation. Visual inspection revealed no anomalies. The power supply was disassembled and it was found that the capacitor c107 had fallen off the board. The trace between capacitor c107 and capacitor c13 was found to have peeled off. Evidence of sparks were found around the capacitor c13, connector j10pin1 and switch regulator u100. Fuses were found to be functional. The switch regulator was found to be badly damaged, half the top side of the chip was missing and the core was exposed. The type of chip could not be identified but based on the damage observed, this chip was determined to be the likely cause. It is possible that this chip was defective. Evaluator was able to duplicate the reported problem. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with event based on additional investigational information. Root cause: switch regulator u100 was badly damaged (half the top side of the chip missing and the core of it exposed). Based on the damage, it seemed that this chip was the root cause of the reported condition.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct service technician. Technician confirmed the reported condition. He found the power supply was faulty and replaced it. An autotest and a simulated use run were completed after the repair with no issues found. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a terumo bct representative visited the customer site and confirmed with the nurse manager that the blood was returned to the patient and there was no blood loss. The physician also confirmed that the rbc loss was within acceptable limits. One year of service history for this device was reviewed and no reports were identified related to the reported condition. The reported problem resulted in a failsafe condition. Root cause: since replacement of the referenced part has resolved the issue it is likely that this part was defective or a contributing factor; however without the part for analysis this cannot be confirmed.